Event description:
The customer stated that he tested and received a reading of 44 mg/dl. He retested and received a reading in the 140's (mg/dl) with a check mark next to it. While troubleshooting, the customer disconnected the call. A pharmacist called back for him the next day. The pharmacist mentioned a normal control result of 144 mg/dl. It was not known if this was the reading with the check mark that the customer mentioned. The difference between 44 and 140 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse event was alleged. The pharmacist asked that a new bottle of strips be sent to the customer, since he was not using the old bottle. No product will be returned for evaluation.